Event description:
It was reported that during the procedure, the right atrial lead came out with the right ventricular lead. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies. The helix was extended and clogged with blood. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.